Event description:
It was reported that during service and repair pre-testing, it was discovered that the quick coupling device had a lot of vibration and was heating up when running in the reverse direction. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a lot of vibration and was heating up when running in reverse direction. Therefore, the reported condition was confirmed. The assignable root cause was determined to be likely due to worn bearings caused by exposure to organic debris and materials, resulting in corrosion and normal component wearout. This was further defined as wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.